Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the second fracture was attributed to proximity of screw holes to end of nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 11mm x 400mm standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture was replaced due to a second fracture occurring.